Manufacturer narrative:
Philips investigated the reported issue. According to additional information collected, the customer had already manually pressed the power button on the flex vision pc, after which the system booted normally. The philips field service engineer (fse) inspected the system and reviewed log files, which confirmed a malfunction of the flex vision pc that prevented the host pc from establishing a connection. To resolve the problem, the fse reseated the flex vision pc power cable and performed multiple reboot cycles. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.